Event description:
(B)(4). It was reported that following a stenting treatment procedure, the patient presented with in stent restenosis. The index procedure treated the type b1, 75% stenosed 2.75x25mm target lesion located in the distal left circumflex (lcx) artery. Treatment consisted of the placement of a 2.75x28mm taxus express2 stent deployed at 16 atm's using a direct stent technique and post dilation with 2.75x15 unspecified balloon at 26 atm's resulting in 0% residual stenosis. In (B)(6) 2011, angiography revealed a 75% stenosed, 2.5x28 lesion in the distal lcx. Treatment placed a non bsc stent resulting in 0% residual stenosis. Two days later the patient had no anginal symptoms. The physician listed the event as possibly related to the study stent.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).